Event description:
Info received indicates 'the brake not set' alarm will not activate when the brakes are not set. The bed was plugged into an outlet with power. The nurse alleged a patient was getting into the bed and it rolled away from the patient. The nurse was able to catch the patient to prevent the patient from falling. No injuries.

Manufacturer narrative:
The tech found the brake-off alarm wouldn't sound when the brake was off and the bed was still plunged in. He replaced the power supply board to repair the bed.